Event description:
It was reported ((B)(6)) during revision of the patient's drg lead at the l4 placement (reference MDR# 1627487-2018-12901) the lead could not be retracted properly because the lead broke apart. The physician decided to leave the lead at the l4 level.